Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: tip broke off. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the threaded end on the shaft of retaining stem inserter was chipped. Based on the observed condition of the device, the investigation was able to confirm the reported event. No other problem identified. Broken fragments was not returned. The observed breakage condition can be attributed to a combination of heavy usage and impacting the device before is fully threaded. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported tip broke off. Where / when did the event occur? Intra-op. Was surgery time extended as a direct result of incident? No. What action was taken/required to manage the problem during the procedure? With same like product. Was a patient involved? Yes. Is litigation indicated or pending? No